Event description:
Livanova received a report about electronic gas blender failed on the tolerances provided. No patient involvement reported.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the gas blender. The incident occurred in USA a livanova service technician performed the pmg and confirm the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about electronic gas blender failed on the tolerances provided. No patient involvement reported.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the gas blender. The incident occurred in USA. A livanova service technician performed the pmg and confirm the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the reported issue occurred on a device which was not in possession of the customer and that was waiting for reconditioning process in arvada facility and test before reconditioning failed. The pmg checklist was provided and expected output gas values (for 5 lmp and 9 lpm) were confirmed to be out of specification. The involved unit was returned to livanova deutschland and checked. The same tests foreseen by the pmg were repeated: no deviations were detected. All values were found to be within specification and no hardware defects were detected during the functional test. Based on all the above facts, the device did not malfunction and the most likely root cause can be traced to pmg tests not correctly carried out in livanova arvada. The affected device was re-calibrated and returned to livanova arvada.

Event description:
See initial report.